Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was broken of the sensor. The customer¿s blood glucose level was 163 mg/dl. The customer reported that she noticed the issue with the sensor cannula during insertion. It was reported that the sensor cannula was broken. The sensor will not be returned for analysis.